Event description:
The customer reported that the spectrum pump would not detect an upstream occlusion. The customer reported that there was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. At this time the investigation is not complete. A supplemental report will be submitted once the investigation is complete.